Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The device was likely cleaned prior to the returned. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of three (3) repeated leak sites consistent with contact from a sharp object was noted around the circumference of the bladder at approximately 6.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of three (3) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 6.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The reported complaint that the "anterior end of the balloon was found to be leaking" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object, were found the on the iabc bladder, which caused the helium leak alarm. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "an alarm appeared in the middle of the pump's work after placement of the tube, alarming helium leakage, repeated attempts still failed to counter pulsate, and the anterior end of the balloon was found to be leaking after remove the catheter". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "an alarm appeared in the middle of the pump's work after placement of the tube, alarming helium leakage, repeated attempts still failed to counterpulsate, and the anterior end of the balloon was found to be leaking after remove the catheter". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".